Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing and oversensing were observed. It was noted that the sensibility algorithm was causing the undersensing and oversensing. The patient was asymptomatic. No action was taken. The device remains implanted.